Manufacturer narrative:
The insulin pump was received with no escape and act button response due to flattened button dome switch. The j2 connector on lcd board was inspected and no anomaly was noted. The pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. No cosmetic damage was noted.(B)(4)

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 344 mg/dl. The customer stated that she had running high blood glucose readings. The customer stated that none of the buttons on her pump were working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.